Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash and abdominal distension outcome was unknown. The reporter considered abdominal distension, pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included post-traumatic stress disorder since 2014 and cystitis interstitial since 2014. Concomitant products included alprazolam (xanax), diphenhydramine hydrochloride (antihistamine allergy relief), famotidine (pepcid), obetrol (adderall) and prednisone. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced rash ("skin rashes"), abdominal distension ("bloating"), menorrhagia ("menorrhagia"), urinary tract infection ("chronic urinary tract infection") and mastocytosis ("autoimmune disorder type of disorder: mast cell"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash and abdominal distension outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, urinary tract infection, migraine, headache, nausea, allergy to metals and mastocytosis had not resolved. The reporter considered abdominal distension, allergy to metals, depression, headache, mastocytosis, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal, menorrhagia), depression, autoimmune disorder type of disorder: mast cell, bladder problems, urinary problems, migraines, headaches, nausea, nickel allergy. Concomitant condition and drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.